Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report.h3, h4, h6: part: 323.260, lot: 3701614, manufacturing site: hägendorf, release to warehouse date: 30.march 2011. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Visual inspection: the 2.7mm universal drill guide (p/n: 323.26, lot number: 3701614) was received at us cq. Upon visual inspection, the 2.7mm guide sleeve is bent. Service and repair evaluation: it was reported that on an unknown date, the sterilization processing department (spd) technician showed that the instrument 2.7 mm hole was slightly bent, and the universal drill guide would not fit in there after putting some sets together. The repair technician reported the device was missing the sleeve, head and spring and the fixed side is bent. Bent is the reason for repair. The item is not repairable per the inspection sheet. The cause of the issue is damaged component. The item will be forwarded to customer quality. The evaluation was confirmed. Device failure/defect identified? Yes . Dimensional inspection: measured dimensions: sleeve od = conforming. Document/specification review: current and manufactured were reviewed. No design issues or discrepancies were identified. Complaint confirmed? Yes. Investigation conclusion: this complaint is confirmed as the 2.7mm guide sleeve is bent. No definitive root cause could be determined based on the provided information. No new, unique or different patient harms were identified as a result of this evaluation. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported on april 10, 2020, the sterilization processing department (spd) technician showed the 2.7mm hole universal drill guide that was slightly bent and the 2. 7mm drill bit that would not fit in there after putting some sets together. There was no patient involvement. Concomitant devices: unknown drill bit (part#unknown, lot# unknown, quantity# 1).

Manufacturer narrative:
Reporter is company representative. The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, the sterilization processing department (spd) technician showed that the instrument 2.7mm hole was slightly bent and the universal drill guide would not fit in there after putting some sets together. There is no patient involvement. This complaint involves one (1) device. This is report 1 of 1 for (B)(4).